Manufacturer narrative:
Lead model 3487a-45, lot# b0457128k, implanted: 2007, explanted: 2011-(B)(6), lead model 3487a-45, lot# b0457144k, implanted: 2007, explanted: 2011-(B)(6), extension model 37082-40, serial# (B)(4), implanted: 2009-(B)(6), explanted: unknown, accessory model 37752, serial# (B)(4), programmer model 37743, serial# (B)(4).

Event description:
It was reported that the patient did not feel any paresthesia. All impedances were out of range. An inter-operative review was performed and confirmed that all impedances were out of range. The leads were explanted and replaced. It was noted that the patient had strong fibrotic adherences in the epidural space and it was necessary to cut the leads in order to remove them. It was reported that there was no patient injury, and the patient had good leg paresthesia and was very satisfied.

Manufacturer narrative:
Analysis of the lead model 3487a-45 serial (B)(4) found broken conductors. The product was segmented and only a distal and a medial segment were returned. The proximal segment was not returned. All conductors were broken 2.3cm from the cut end of the lead. The distal end of the lead was ok. Continuity was acceptable on the distal segment. There were open circuits on the medial segment. There were no shorts between circuits on either returned segment. Analysis of the lead model 3487a-45 serial (B)(4) found no significant anomalies. The product was segmented. The proximal segment was ok and there were setscrew marks in the correct location. The conductors and body insulation were cut. The distal segment was ok. Continuity was acceptable and there were no shorts between circuits on both segments.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.